Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine visit, the patient reported a driveline fault alarm on their system controller. The cardiologist decided to exchange the controller, and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline fault alarm was confirmed during evaluation of the returned heartmate 3 system controller (serial number: (B)(6)). A log file was downloaded for review, containing approximately 5 days of data ((B)(6) 2022 per timestamp). A driveline power fault alarm was observed to activate at 8:33:24 on (B)(6) 2022. This alarm remained active until the driveline was disconnected for the controller¿s exchange a few hours later at 11:55:02. The observed alarm did not impact the ability of the controller to operate the pump at the set speed, as the pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller was functionally tested and found to perform as intended. The controller was able to support a pump for an extended period of time, and driveline power fault alarms were unable to be reproduced throughout all testing. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible) that are associated with the system controller, including driveline power fault alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿equipment maintenance¿ instructs users to regularly inspect all equipment, including their system controllers, and to avoid using any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.